Event description:
It was reported the lead was chipped from anchoring activity. Clarification was attempted by the manufacturer, but the call was disconnected. The patient was unknown and there were no patient symptoms reported. No interventions or outcome were reported regarding this event. Further follow up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).